Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for a possible fracture as evidenced by high impedance and noise reproducible by pocket manipulation and isometrics. No patient complications have been reported as a result ofthis event.